Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer received a "replace sensor" message after 2 days of wearing the adc freestyle libre sensor and experienced thirst and symptoms of hyperglycemia. Customer was incapable of self-treating and was injected with "fast insulin" (dose unspecified) by her son. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and the provided serial number was deemed invalis. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was performed for the reported complaint and libre sensors showed no anomalies or non-conformance's that could lead to the complaint. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer received a "replace sensor" message after 2 days of wearing the adc freestyle libre sensor and experienced thirst and symptoms of hyperglycemia. Customer was incapable of self-treating and was injected with "fast insulin" (dose unspecified) by her son. There was no report of death or permanent injury associated with this event.